Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that, approximately one month post index procedure, a CT revealed that the patient had an occlusion due to a kink at the distal portion of the left iliac endurant stent graft limb. The physician elected to implant another manufacturer's stent graft from the existing left limb to past the kink. The limb was opened and flow was restored. Per the physician, the cause of the event was due to the patient's severely tortuous anatomy. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis results are: the exact cause of the thrombus observed within the contra limb could not be conclusively determined from the films provided. Films during implant were not available for review; the blood flow dynamics at implant could not be assessed. Pre-implant cta's noted significant amount of thrombus within the aneurysms, highly angulated proximal aortic neck and severely tortuous left iliac artery. Cta's at 3-day post implant showed thrombus within the contra limb, from just distal to the contra gate to origin of the lcia. The contra limb ID measured ~ 9 mm within the gate, opened up to 14 mm just distal to the gate, and was compressed down to 7 mm near the origin of lcia. The thrombus was also seen within the contra limb just distal to the iliac aneurysm where the contra limb was compressed down to 7 mm. In the a-p view, there was an acute kink in the artery located ~ 5 mm distal to the contra limb. The angle between the contra limb and the artery distal to it measured ~120 degrees. It is possible that stent graft placement within these thrombosed and tortuous anatomy , in addition to the acute kink in the artery just distal to the contra limb, likely caused the observed stent graft compression, which may have contributed to the left limb occlusion. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Films during or post secondary intervention where the left limb was relined with another manufacturer's stent graft were not available for return. Eval: off-label, unapproved or contraindicated use (iliac artery diameter).

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.